Event description:
Lot number of 160 opti flux dialyzer 24juo6034, expiration: 2027-07-31. Machine alarmed blood leak, visible blood coming out of dialyzer into drain. Tested with blood strip and it was positive also. Technician immediately disconnected patient from machine. No blood was returned to patient. Pt (patient) stable. Clinic manager (B)(6) notified, cn (clinic nurse) (B)(6) present. Biomed present and verified blood leak also. Instructed by biomed to pull lines and save dialyzer. Bleach machine after patient treatment.